Event description:
It was reported that during a laparoscopic roux-en-y procedure, the sleeve for one of the operative ports was loosing insufflation and there was a hissing noise coming out. Another sleeve was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.